Event description:
On 03-apr-2026, a sales representative reported via email that an ar-9580-2410s univers revers modular glenoid system augmented baseplate appeared to be an oblique augment rather than a standard baseplate after implantation. Despite this observation, the procedure was completed using the same implant, with good fixation reported. The issue was discovered during a surgical procedure performed on (B)(6) 2026. No additional information regarding patient impact was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.